Event description:
Pt reported to the manufacturer that his lens was removed and replaced due to the his complaints of halos and glare, a known and labeled possible side effect. Implanting physician stated the lens was no defective, the pt was unable to adjust to th emultifocality of the optic and requested that the lens be removed and replaced. Pt's bcva was 20/40 prior to removal and 20/40 post secondary implant.